Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," 2 hero grafts were excised due to infection.

Manufacturer narrative:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," 2 hero grafts were excised due to infection. Additional information regarding the two hero patients was requested on 04/15/2015 from the leading author of the publication but he was unable to provide further details. A manufacturing record review could not be performed as lot numbers were unavailable. The hero graft instructions for use (IFU) lists infection as a potential complication. The patient selection considerations listed in the IFU state that the patient should be screened for infection and ensure that infection is resolved prior to hero graft implant. It also states to prophylactically treat the patient in the perioperative period with antibiotics based upon the patient's bacteremia history. Furthermore, infection is a known potential complication of prosthetic arteriovenous (av) grafts. Infections are frequently associated with cannulation sites, but the location of the reported infections and resultant excisions are unknown. Given the limited information available, it is unclear what the source of the infections were, as there are many factors that could have contributed to the reported events, including patient comorbidities, placement of the hemodialysis catheter, prior or ongoing systemic infection and/or wound infection. Graft revision or explant is a known treatment for infected av grafts. There is insufficient information to determine the relationship if any, the hero devices may have had with the reported events. Furthermore, the hero device undergoes terminal sterilization using a validated process.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," 2 hero grafts were excised due to infection. This MDR is being filed under hero 1001. The investigation focused on hero 1001 and 1002 as information is unavailable regarding which component may be involved.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.